Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the distal end of the cannula cracked and broken. It was reported that the device broke and the device had bent out of its intended shape. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following lab evaluation, there was a bent/chipped end of the port. There was no damage observed at the b eginning of the evaluation when the packaging of the port was first opened. There was no patient involvement.